Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being in the emergency room due to high blood glucose of 1100mg/dl. The customer stated that she also had pneumonia and put her on a medication when she was released. The customer experienced nausea, vomiting, abdominal pain, excessive thirst, urination, and irritability. The customer mentioned being admitted twice in the month for high blood glucose. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.